Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they had had 3 uti's in the last 3 months, and that more recently it didn't seem to be helping for their symptoms as much and that they needed to see their managing health care provider about getting the implanted device reset but the patient stated they couldn't get an appointment until the 21st of october. Patient stated that the healthcare provider told them to call mdt to see if they could do "a reset" over the phone. Patient services reviewed the role of patient services and asked the patient when it had been since they last made a change to their settings. The patient stated, "it's been forever." The patient denied having had any falls or traumas that would have led to the issue. Patient services offered to assist the patient in checking their settings but the patient did not have their programmer with them at the time of the call. Initially the patient stated they didn't have a programmer but patient services asked the patient if they'd received a box at implant and the patient stated that they had received a box at implant so they located the box but looked inside and stated they didn't see the external devices and stated they didn't know where their programmer was right now, that they hadn't used it in forever but they would look for it and call back for assistance in making a change. Documented reported event. No further action was taken by patient services. The patient called back and stated they found their external devices but couldn't figure out how to plug the communicator in with the white cable even with coaching from patient services. Patient stated they thought perhaps they needed someone to help them so they stated they would call back later when they found someone to assist. The patient stated that they charged the communicator but not the handset. Pss reviewed what charging cable is needed for the handset, but the cable would not fit. The caller did not have any other cables to try. Pss sent an email to repair to send the kit. Caller will call ps back monday to get further assistance connecting to the app and device. The patient called back and reported that they received a charging cable and have both external devices charged. Information was repeated regarding the therapy issue and how the patient needed their device "reset." The patient didn't know what their hcp meant by "reset." Agent reviewed that the patient could consider making an adjustment to therapy settings, and which time the patient requested an email with instructions. Agent re-opened the case and assigned to self to email the patient the device patient handset quick guide. The patient did not require further assistance.

Manufacturer narrative:
Continuation of d10: product ID pa9000, serial# unknown, product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called with the caretaker on the line and asked for assistance adjusting therapy settings. Patient was not feeling stimulation sensation. Reviewed how to increase amplitude until patient felt comfortable stim sensation.